Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified crease fold and one opening curved on the anterior. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified more than three striated openings on the anterior. Based on the device analysis the final assessment was more than three striated openings assessed as surgical damage consist in the use of some surgical tools. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Device has been explanted.